Event description:
Customer reported the pump "exceeds pressures". One pump was received for evaluation. The evaluation confirmed the pump "exceeds pressures". The evaluation also found error 99 (1x) in event log which resulted in the replacement of the cpu and power supply pcbs. After repair, the pump was found to meet specification.